Event description:
It was reported that this pacemaker was explanted and replaced after recording a code 1003, indicating the voltage was too low for the projected remaining capacity. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This product investigation is still in progress. This report will be updated when product investigation is complete.